Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation procedure with a preface® guiding sheath with multipurpose curve and a hemostatic valve separation issue occurred. It was reported that immediately after opening, the hemostatic valve was observed to be damaged when the ablation catheter was inserted. The brim cap/hub did not become detached from the sheath. The sheath was being used on the patient and no air entered the patient¿s body. The sheath was replaced, and the issue was resolved. The procedure was completed without patient consequence. Device evaluation details: the product was returned to biosense webster for evaluation and it was sent to the device manufacturer for further investigation. The visual inspection did not reveal any hemostasis valve separation condition; however, two kinked/bent conditions were observed. No other damages or anomalies were found on the inspected part. Dimensional analysis was performed to verify the correct inner diameter (ID) and outer diameter (od) of the preface guiding sheath. The measurements were taken near the damaged area for verification, and the results were within the specified range. A device history record evaluation was performed, and no internal action related to the complaint was found during the review. Additionally, the manufactured date has been provided. Therefore, field h4. Device manufacture date has been populated. The customer's reported complaint of the hemostatic valve presenting separation or damages was not confirmed. However, a kinked/bent condition was observed on the body/shaft. This finding is not considered MDR reportable. The exact cause of these damages could not be conclusively determined during the analysis. Dimensional analysis results were found to be within specification. Procedural/handling factors are suspected to have contributed to the issue. The catheter undergoes 100% inspection before leaving the facility, and neither the product history record (phr) review nor the product analysis indicates a relation to the manufacturing process. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow up report will be filed as appropriate. Manufacturer's reference number (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a preface® guiding sheath with multipurpose curve and a hemostatic valve separation issue occurred. It was reported that immediately after opening, the hemostatic valve was observed to be damaged when the ablation catheter was inserted. The brim cap/hub did not become detached from the sheath. The sheath was being used on the patient and no air entered the patients body. The sheath was replaced, and the issue was resolved. The procedure was completed without patient consequence. The hemostatic valve separation issue is MDR reportable.

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).